Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected and leak tested. No anomalies were found with the cylinders. Based on the information available and analysis results, the reported allegation of mechanical issue was defined in the product risk documentation. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working, fluid was not moving either to the cylinders or to the reservoir. It was noticed that the pump stayed flat. The ipp was explanted. No patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working, fluid was not moving either to the cylinders or to the reservoir. It was noticed that the pump stayed flat. The ipp was explanted. No patient complications reported.